Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification(UDI) is not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system made a loud grinding noise when taking a spin. Unit showed some signs of movement when the noise occurred. The spin was successful despite the reported issue. There was no known impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Additional information: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system made a loud grinding noise when taking a spin. Unit showed some signs of movement when the noise occurred. The spin was successful despite the reported issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.